Event description:
It was reported that the bd safe-clip¿ was not clipping. The following information was provided by the initial reporter: consumer reported that his needle cutter on this occasion is showing failures. The needle does not go into the needle cutter. Only after much effort was it entered.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safe-clip¿ was not clipping. The following information was provided by the initial reporter: consumer reported that his needle cutter on this occasion is showing failures. The needle does not go into the needle cutter. Only after much effort was it entered.

Manufacturer narrative:
H6: investigation summary customer returned a video of a bd safe clip device. Customer states that there is damage to the device and the needle does not go into the needle cutter. The video was examined and exhibited difficulty in inserting the cannula of the pen needle into the cutting hole. From the video, it is unclear if the cutting hole is blocked with material that could provide difficulty in performing the device¿s function. Towards the end of the provided video, the cannula was able to be fully inserted into the cutting hole. No obvious defects were observed on the product. A device history review was conducted for lot number 4048319. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.